Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant because the patient presented insufficient bone quality/quantity after bone graft was executed. The patient presented bone type ii.